Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2011, tha surgery using v40 head was performed. After a few years, the extraction surgery was performed. Its exact date is unknown. During the extraction surgery, a corrosion was found inside the v40 taper.